Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned and the customer's report was observed and attributed to the main firmware was found to be corrupted. The firmware was re-loaded to resovle the report. It could not be established how the main firmware became corrupted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.